Event description:
The user facility reported a 72-year-old female/male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was on day two of support when coronary artery bypass grafting (CABG) was getting started, right after intubation and while vein from leg was being harvested, the automated impella controller (aic) gave alarm ¿purge system open¿. A team member looked at the purge sidearm and saw fluid leaking from the purge reservoir. Shortly after, the pump stopped. The pump was able to restart but it kept stopping and restarting until it would not restart. The surgeon was just getting cannulation for bypass. Pa pulled impella out of ventricle and bypass pump was used for about two minutes and the patient was stable during that time. After the CABG surgery, the surgeon was not comfortable implanting the impella. The impella was pulled back all the way, then intra-aortic balloon pump (iabp) started. Impella explanting options were discussed with surgeon, but it was decided to explant in sicu.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the pump stop and the purge leak has been completed. The pump was returned for evaluation. Product evaluation confirmed the membrane of purge sidearm's reservoir was damaged. While attempting to reproduce the pump stop, the pump could not start under bench test. Motor housing was then torn down and blood was found on rear ball bearing. Data log analysis confirmed the pump started and ran without issue for 43 hours and 54 minutes, then purge pressure suddenly dropped from 500 mmhg to 40 mmhg and was followed by high motor current and a pump stop. The pump was then restarted two times until it could not be restarted. The cause of the pump stop was due to blood ingress into the motor housing. The most likely cause of the purge leak was due to sidearm reservoir damage. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi states the following: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ added- d6a/d6b. F6/f8 should have been left blank in the initial report.